Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. Dose and concentration information was not reported. It was reported that that, since daylight savings time, the patient's boluses had been resetting at 1am instead of midnight. The patient had an appointment with their healthcare provider (hcp) "last thursday" to have the pump time updated. The patient spoke with a manufacturer representative (rep) on (B)(6) 2025, who told them to call patient services to have the pump updated or reset. Per the patient, the rep was notified of this issue "last week" or "about maybe a week ago". During the call to patient services, the patient was able to successfully connect to their pump with a telemetry delay at 90%. It was confirmed that the pump time was updated to local time. The pump time was 9:47am on (B)(6) 2025 and the patient's local time was 9:47am on (B)(6) 2025. Patient services reviewed considerations and redirected the patient to the hcp to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID a820: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer stated that ever since the time change, their pump had been resetting itself at 1 am instead of midnight. The patient went to the physician twice to meet with the rep to have the pump updated so that the boluses would reset at midnight. They had their pain pump refilled and they were told that the boluseswould reset after the refill, but the boluses were still resetting at 1 am. They met with the reps last week again, but the issue was not resolved. The agent reviewed considerations with the patient. The patient understood and agreed to follow up with their physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient's boluses were still resetting at 1am. The patient started to work with a manufacturer representative (rep) on (B)(6) 2025 and a different rep helped them on (B)(6) 2025. It was noted that the patient's pump time was (B)(6) 2025 at 5:57pm and local time was 5:57pm. Patient services reviewed considerations and the patient would continue bolusing as needed and monitoring.